Event description:
A medical center in (B)(6) reported via a distributor that the heater wire of an rt212 adult breathing circuit was faulty. The temperature was not increasing and a heater wire alarm was registered on the humidifier base. This was observed before pt use. No pt consequence was reported.

Manufacturer narrative:
Ps54239. This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in (B)(4). The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint device is currently en route to fisher & paykel healthcare in (B)(4) for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.